Event description:
Additional information received reported the entire deep brain stimulation (dbs) system on the patient¿s right side was taken out one week prior to report. It was stated the left side remained in place. It was noted the reason for the explant was erosion of the lead. It was noted the issue had gone on for months prior to report. It was stated the patient had gone to the emergency room a few days prior to report because where the generator was on the right side was infected at the pocket site. It was noted during the explant procedure it was washed out and the patient was given oral antibiotics so the reason for the infection is unknown. It was noted the patient¿s lead was not infected at the time of explant.

Event description:
Additional information received reported the manufacturing representative had spoken with the patient¿s nurse and the patient was still receiving effective therapy from the other side.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0454658v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).